Manufacturer narrative:
G1 manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - mountain home. 1900 n highway 201. Mountain home, ar 72653. United states. Baxter healthcare - dominican republic. Carretera sanchez km 18.5, parque industrial itabo, piisa. Haina san cristobal 91000. Dominican republic. An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak through the cassette and out from the lines, is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during drain one of five of peritoneal dialysis (pd) therapy. During troubleshooting, it was observed that there was a leak through the cassette and out from the lines that led to this alarm. Renal therapy services (rts) assisted the patient with clearing the alarm and advised the patient to start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.